Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) exhibited high capture threshold after release. The lp was retrieved and replaced with a new device. The patient was discharged following the procedure.